Event description:
It was reported that excessive fogging prevented clear visualization of the surgical site. The fogging occurred immediately after the scope passed through the trocar. There was no patient harm, but the procedure was delayed for apprx. 2 hours.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).